Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance measurements due to a lead fracture. It was noted that the patient came into the emergency room with syncope and a low heart rate. A temporary lead was put in for back up pacing and the patient was transferred to another facility to have a lead revision done. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.